Event description:
Customer reported receiving erratic readings on her freestyle lite blood meter. Customer reported receiving readings of 21 mg/dl, 481 mg/dl, 78 mg/dl, 14 mg/dl, 91 mg/dl, 72 mg/dl, 96 mg/dl and 41 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The device has been returned and an investigation has determined the complaint is not confirmed. All results were within range specification and no errors were observed. Some of the reported results, (481 mg/dl, 78 mg/dl and 96 mg/dl), were found in the meter's internal memory log and were received within the appropriate timeframe.